Event description:
It was reported that, "cable slipped in tensioner and wasn't tightening."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.